Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02689. The patient has two leads from the same lot. It was reported the patient is not getting adequate pain relief from his scs system. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.